Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 7.0 x200, 135cm charger¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 8 atmospheres. The procedure was completed without incident using another of the same device. No patient complications were reported and the patient's status was fine.